Manufacturer narrative:
H.6. Investigation: during DHR review all required sample, set-up and in-process testing was performed accordance with the quality plans. There was no indications of any reject activity findings through the build of this lot that would impact the outcome of the quality of the product relevant to the reported defect. Although units were not returned, there were two photos provided for observation of this incident. Photo 1 shows the top web (label) side of four nexiva 22 ga blister packs, which had the print missing from the label. Photo 2 shows the bottom web (blister) side of four nexiva 22ga blister packs, which contained the nexiva closed IV catheter systems with all components present and intact. There were no signs of damage to the packages (blister packs). Visual/microscopic evaluation: based on the visual observation of the provided photos, it was conclusive that the four sealed packages had no bd blue print (i.e. Logo, material/ref. #, lot #, exp. Date, etc.) Present on the top web (label), which was physical evidence confirming that the defect/failure was manufacturing related. When operators change the top web (packaging paper) the lvs system is disabled while performing the task and they would have to enable the system after they are done. The units shown for this incident were packaged during this process and the operator failed to reject them.

Event description:
It was reported that four bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) experienced missing label information. The following information was provided by the customer: printing was missing on the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that four bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) experienced missing label information. The following information was provided by the customer: printing was missing on the package.